Manufacturer narrative:
(B)(4). Premature sled movement the analysis found that one ple60a device was returned in good visual condition and with the manual override door missing. However, the override lever was down. An ecr60b unfired was present. After further evaluation, the sled was noted to be advanced. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please noted if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing.

Event description:
It was reported that the device was used during a laparoscopic, roux en y, gastric bypass. The small bowel was being transected, device closed down, but would not fire. All the power was lost. They attempted to use the manual release, however it would not do anything. The device was pulled off of the tissue, there was no tissue damage reported. Another device was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Small bowel. At what location on the tissue? Approximately 50 cm from ligament of trites. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Device was pulled off the tissue, no tissue damage reported. Rep talked to dr.and he said the device had power. It was one of his last firings when he experienced a power failure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.